Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During installation of the heart lung system, the centrifugal control monitor displayed a message indicating that the status of the centrifugal unit may not be available. There was no adverse consequence to a patient as a result of this event.